Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported to be due to ¿inflammation on the exit of the tunnel¿ (no further detail was provided). On unreported dates, the patient was hospitalized for the peritonitis and during hospitalization, the patient began treatment for the event with an unspecified anti-inflammatory drug, injection (dose, frequency and route not reported). On an unreported date the peritonitis was resolved and the patient was recovered from the event. At the time of this report, dianeal therapy was ongoing. No additional information is available.